Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016, to report that the patient experienced an out of range error for an unknown length of time on (B)(6) 2016. No additional event or patient information is available.